Event description:
"Treatment of unreduced elbow dislocations with hinged external fixation". Author: jesse b. Jupiter, md, et al., published by the journal of bone and joint surgery, incorporated. According to the study, a total of 5 patients with an unreduced dislocation of the elbow without associated fractures were treated with open relocation of the joint and hinged external fixation at an average of eleven weeks (range, six to thirty weeks) after the initial injury, using for external fixation compass hinge elbow distractor; smith and nephew, memphis, tennessee) it was documented on the paper that an smith and nephew 1 patient had development of transient ulnar nerve irritation in association with the placement of a medial external fixation pin; the irritation resolved within three months after removal of the hinged fixator.

Manufacturer narrative:
It was reported from a literature review that the patient developed a transient ulnar nerve irritation. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. The paper was published in 2002. The author stated that the irritation was associated with the placement of a medial external fixation pin; the issue was resolved within three months after removal of the hinged fixator.